Event description:
Routine cataract extraction eye surgery on this patient in the right eye. The surgery was to this point uncomplicated, and the intraocular lens (iol) was injected into the capsular bag. The iol did not unfold in the bag. The trailing haptic was not able to be pulled off of the optic despite many efforts. At that point, the decision was made to cut the optic and remove it from the eye. A second intraocular lens was placed in the eye. At this point, 3 clock hours of zonular dehiscence was noted. A capsular tension ring was injected into the bag. The lens appeared to be well centered at this point and did not move despite alterations in the anterior chamber depth. The patient subsequently experienced a descemet's detachment after irrigation of the wound which was resolving with injection of the air bubble.